Event description:
It was reported to philips that the device's battery can not charge. There was no patient involvement. The customer requested that a philips representative be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. The hospital will replace the part. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The defective part was replaced to resolve the noted issue, and tests were performed after the repair to confirm functionality. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery can not charge. There was no patient involvement.